Event description:
On (B)(6) 2013, the reporter contacted lifescan USA, alleging when the meter was "plugged into wall to charge and says pc" this complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up # 1 (08/13/2013)-device evaluation: the subject meter was returned on (B)(4) 2013 and analysis completed on (B)(4) 2013 by lifescan product analysis with the following findings: the analysis found the meter to have a broken/loose cable connector. Intermittent contact loosing connector j4 was found. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.